Event description:
It was reported that during a spinal fusion procedure, the set screw broke into 2 pieces during the final tightening.

Manufacturer narrative:
Visual verification revealed that the fracture was located just below the screw head at the transition to the shank. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the device. Results show evidence of a quasi-static torsional shear failure that shows plastic deformation at the female hexlobes. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the custom rib hook set screw was conducted identifying that a non-conformance (B)(4)) was noted regarding the IFU (instructions for use). Parts were packaged with instrument IFU. Qty of 16 was reworked. A 12-month review of the complaint trend analysis for the custom rib hook set screw was conducted on the specific product code from this complaint as the product family does not exist for this device. It was noted that there were no related complaints associated with custom rib hook set screw becoming fractured. In this complaint there was no harm to the patient but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the custom rib hook set screw becoming fractured cannot positively be determined. However the sem fracture analysis results show evidence of a quasi-static torsional shear failure that shows plastic deformation at the female hexlobes. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.